Event description:
Customer stated that she needed to increase the insulin flow. Customer was hospitalized due to high blood glucose. Customer stated that she is not getting enough insulin. Advised customer on how to increase her basal rates. The blood glucose reading at the time of the hospitalization was over 800 mg/dl. Customer was seen by her physician who suggested that she go to the emergency room. The current blood glucose reading is 311 mg/dl. Customer has treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.